Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech called in for help on 8100 unit failure device type: failure problem type: failure mode: case resolution: tech has 8100 unit with error code 13.1064.127 which is a software fault needs to reflash the software on unit, as soon as he connect the unit to 815 the error pop up prevent him from doing anything on unit needs to reflash the software on unit. Tech thank me for my assist. Ref:_00d30y0yr._5000l1s7u71:ref